Event description:
It was reported that the pump display had a pixel issue, making it difficult for the customer to interact with and control the pump. There was no adverse impact on the customer's blood glucose level as the values remained within normal range. Tandem technical support decided to replace the pump, informed the customer about the replacement, and ensured the customer's shipping address was confirmed. They also provided instructions for storage and return of the problematic pump. Customer reverted to an alternate pump for insulin therapy.